Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. In 2012, the patient experienced abdominal pain (serious criteria medically significant and clinically significant/intervention required), vision blurred ("blurry vision, eye problems"), somnolence ("drowsiness, brain fog"), pelvic pain ("pelvic pain"), pollakiuria ("frequent urinary") and endometriosis ("endotrimyosis"). On an unknown date, the patient experienced pain ("pain"), arthropathy ("joint issues") and headache ("headaches"). The patient was treated with surgery (hysterectomy, essure removed on (B)(6) 2016). Essure was withdrawn. At the time of the report, the abdominal pain, vision blurred, somnolence, pelvic pain, pollakiuria, endometriosis, pain, arthropathy and headache outcome was unknown. The reporter considered abdominal pain, vision blurred, somnolence, pelvic pain, pollakiuria, endometriosis, pain, arthropathy and headache to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 6-dec-2016: report from lawyer (new reporter), essure implanted on (B)(6) 2012, surgical removal on (B)(6) 2016, hysterectomy, new events reported were pain, headaches, joint issues. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after that had severe abdominal pain. This event is anticipated in the reference safety information for essure. Follow-up via lawyer revealed that she had a hysterectomy to remove essure. After essure insertion, abdominal and pelvic pain may occur. In the present case, consumer also had endometriosis which could be an alternative explanation for the pain. However, given the nature of the event severe abdominal pain and positive temporal relationship, a contributory role of essure cannot be excluded. Non-serious events were also reported. This case is regarded as incident since device removal was required (formerly regarded as non-incident). The product technical assessment concluded an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5060806) on 14-apr-2016. The most recent information was received on 18-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in an adult female patient who had essure (batch no. A45116) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion done with novasure ablation". The patient's concurrent conditions included dysfunctional uterine bleeding, pharyngitis, sinusitis, tendonitis, chest pain, retroverted uterus and endometriosis. In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vision blurred ("blurry vision, eye problems"), somnolence ("drowsiness, brain fog"), pelvic pain ("pelvic pain"), pollakiuria ("frequent urinary") and endometriosis ("endotrimyosis"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pain ("pain"), arthropathy ("joint issues"), headache ("headaches") and blepharospasm ("eyelid twitching"). The patient was treated with surgery (hysterectomy, essure removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, vision blurred, somnolence, pelvic pain, pollakiuria, endometriosis, pain, arthropathy, headache and blepharospasm outcome was unknown. The reporter considered abdominal pain, arthropathy, blepharospasm, endometriosis, headache, pain, pelvic pain, pollakiuria, somnolence and vision blurred to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: inability to occlude cervical os. Most recent follow-up information incorporated above includes: on 18-jun-2020: pif received: eye twitching event added. On 24-feb-2020: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5060806) on 14-apr-2016. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in an adult female patient who had essure (batch no. A45116) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion done with novasure ablation". The patient's concurrent conditions included dysfunctional uterine bleeding, pharyngitis, sinusitis, tendonitis, chest pain, retroverted uterus, and endometriosis. In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vision blurred ("blurry vision, eye problems"), somnolence ("drowsiness, brain fog"), pelvic pain ("pelvic pain"), pollakiuria ("frequent urinary") and endometriosis ("endotrimyosis"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pain ("pain"), arthropathy ("joint issues"), headache ("headaches") and blepharospasm ("eyelid twitching"). The patient was treated with surgery (hysterectomy, essure removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, vision blurred, somnolence, pelvic pain, pollakiuria, endometriosis, pain, arthropathy, headache, and blepharospasm outcome was unknown. The reporter considered abdominal pain, arthropathy, blepharospasm, endometriosis, headache, pain, pelvic pain, pollakiuria, somnolence, and vision blurred to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: inability to occlude cervical os. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in an adult female patient who had essure (batch no. A45116) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion done with novasure ablation". The patient's concurrent conditions included dysfunctional uterine bleeding, pharyngitis, sinusitis, tendonitis, chest pain, retroverted uterus and endometriosis. In (B)(6), the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vision blurred ("blurry vision, eye problems"), somnolence ("drowsiness, brain fog"), pelvic pain ("pelvic pain"), pollakiuria ("frequent urinary") and endometriosis ("endotrimyosis"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pain ("pain"), arthropathy ("joint issues") and headache ("headaches"). The patient was treated with surgery (hysterectomy, essure removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, vision blurred, somnolence, pelvic pain, pollakiuria, endometriosis, pain, arthropathy and headache outcome was unknown. The reporter considered abdominal pain, arthropathy, endometriosis, headache, pain, pelvic pain, pollakiuria, somnolence and vision blurred to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: inability to occlude cervical os. Most recent follow-up information incorporated above includes: on 12-jun-2018: medical record received: lot number, reporters, concurrent condition added. Case got medically confirmed, event added - medical device monitoring error. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw5060806) on 14-apr-2016. The most recent information was received on 22-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in an adult female patient who had essure (batch no. A45116) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion done with novasure ablation". The patient's concurrent conditions included dysfunctional uterine bleeding, pharyngitis, sinusitis, tendonitis, chest pain, retroverted uterus and endometriosis. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vision blurred ("blurry vision, eye problems"), somnolence ("drowsiness, brain fog"), pelvic pain ("pelvic pain"), pollakiuria ("frequent urinary") and endometriosis ("endometriosis "). On an unknown date, the patient experienced pain ("pain"), arthropathy ("joint issues") and headache ("headaches"). The patient was treated with surgery (hysterectomy, essure removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, vision blurred, somnolence, pelvic pain, pollakiuria, endometriosis, pain, arthropathy and headache outcome was unknown. The reporter considered abdominal pain, arthropathy, endometriosis, headache, pain, pelvic pain, pollakiuria, somnolence and vision blurred to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: inability to occlude cervical os. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.